Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number 471961, expiration date 04/30/2015). (B)(6).

Event description:
Customer received a result of 470 mg/dl on the mobile system and a result of 171 mg/dl on the performa system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.